Event description:
It was reported to medtronic minimed that the customer reported pump error 75(power supply test failed during self-test). The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. Instructed customer to revert to backup plan per health care professional instructions. No harm requiring medical intervention was reported. Product return for mmt-1885 is expected and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed active current test and sleep current test. However, pump error 75 alarmed during the self-test. Pump error 75 alarm found in history files on 10/28/2025 at 21:58:19. Successfully downloaded history files and traces using thus/thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Battery cycle 3.0 received the low battery alert (104) on 10/17/2025 09:11:00 after more than 7 days at 19.45 days. Battery cycle 2.0 received the low battery alert (104) on 09/27/2025 13:05:00 after more than 7 days at 21.12 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly pcb1 board. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, corroded pcb1 board, scratched case, pillowing keypad overlay, cracked case (battery tube), battery tube threads cracked, stained keypad overlay. Pump error 75 alarmed during self-test due to moisture damage on pcb1 board and corroded battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.